Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Additional information: e1 (event site postal code: 38280, event site state: 38). It was being reported that after a routine check the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "helium leak". A getinge field service engineer (fse) replaced the required parts but hospital retained the parts for further purpose. Fse performed functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. Unit returned for customer use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after routine check, the cardiosave intra-aortic balloon pump (iabp) had helium leak problems. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, component code, investigation conclusions) h10. New information regarding parts detail received on 07/08/2024 so added it as g3 date. A getinge field service engineer (fse) evaluated the unit and confirmed the issue. Fse replaced the high-pressure helium regulator to resolve the issue. The equipment suitable for clinical use.